Event description:
Patient was revised to address elevated cobalt/chrome levels, along with radiographic changes in her hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address elevated cobalt/chrome levels, along with radiographic changes in her hip. **update: 4/5/2013 - litigation papers received. Litigation alleges pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ions and particles to be released into the patient's bone, blood, and bone.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.